Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on an unknown date and the mesh was implanted. On (B)(6) 2014, the patient underwent a mesh removal and debridement of abdominal wall tissue along with hernia sac. It was also reported that the patient underwent additional surgery for abdominal wall reconstruction with abdominal wall myofascial advancement flap construction, repair of recurrent hernia, debridement of abdominal wall tissue, and extensive adhesiolysis to remove thick adhesions of the mesh to the small intestine. No further information is available.

Manufacturer narrative:
It was reported that the patient underwent a ventral hernia repair on (B)(6)2013 and physiomesh was implanted. No additional information was provided.